Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. Upon investigation, the monitor was unable to properly communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and pulling the receptacle from the j1001 connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.